Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-dec-2017 with the following findings: a review of the black box showed no evidence of a short battery life. The battery compartment and cap were undamaged and fit securely. The rewind, load, and prime steps were performed successfully. All currents read within specifications. The short battery life was unable to be duplicated. The pump cover was removed to find no intermittent conditions to the power printed circuit board.